Event description:
It was reported that during a ptca treatment procedure, the maverick otw 20/1.50 mm balloon ruptured at 6 atms on the initial inflation. The pt was asymptomatic during the event. The lesion being treated was a calcified, 99% stenotic lesion in a tortuous distal left circumflex coronary artery. The physician used a terumo introducer sheath for vascular access and a bmw guidewire and a mach 1 guide catheter to cross the lesion. The maverick otw balloon was removed and replaced with another maverick otw 20/1.50 mm balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is rpeorted as 'good.'